Event description:
Caller states that during a correlation study the following coaguchek xs/laboratory results were obtained: 4.5 inr/3.4 inr. 2.7 inr/1.9 inr. 4.5 inr/3.4 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.